Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Confrmed unit fails internal leak test. Leak isolated to the pneumatic interface module (pim). The pneumatic module assy was replaced. Unit now passes leak tests. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The defective components were received for further investigation. This part was received with a reported unit failure message of pim failed leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of membrane diff. Pres. Leak tests with result of 9mmhg, the factory specification is +-6mmhg. Pim failed testing. Retaining pim in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not passing leak test. There was no patient involvement.